Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. A customer reported ((B)(4)) that they went into a study to view the images and accidentally clicked on the multi study review button instead of the reporting icon. When the customer clicked back on image review, the application had stopped caching the study which made it look like the study only had a few images. There is the potential safety risk that the user begins to review a study that is not displaying all of the available images.

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers.